Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: after firing the gia for the second time with a new cartridge the staples were not formed properly, there was a lot of leakage. The lumen of the colon was open. A third cartridge was used and worked well and solved the problem. In the package is an x-ray photo of the removed tissue which shows that the staple lines are not closed. Another cartridge was opened and functioned correctly.